Manufacturer narrative:
Sc1-cap locked in place properly during testing. Per observation, the knit line near the belt clip plate is normal. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when scratched case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer alleged scratch on the pump, transmitter was no longer charging and received sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7715, mmt-7040a, mmt-1884. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer reported physical damage (scratch) on the pump. Pump was clear retainer ring. Troubleshooting was performed for transmitter charging. Customer called with questions or concerns with charging the transmitter. Charger had damage to the battery spring. Troubleshooting was performed for sensor alerts. Customer received sensor updating alert. No harm requiring medical intervention was reported. Product return is not required for mmt-7040a. Mmt-7715 was requested and the customer response was the device would be returned. Mmt-1884 was requested and the customer response was the device would be returned.